Event description:
A report was received through the edwards lifesciences implant registry indicating the patient's spouse contacted edwards to report the patient expired after receiving a 26mm sapien transcatheter heart valve. As part of the investigation for this case, the patient's spouse was contacted. Per her report, the patient suffered a myocardial infarction during the transcatheter aortic valve replacement (tavr) procedure and expired on the operating table. No additional information was provided and she wishes not to be contacted again as this is very upsetting for her. The medical facility and implant physician were contacted for additional case details, however to date, no additional information has been received.

Manufacturer narrative:
The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Investigation of this event is ongoing.

Manufacturer narrative:
Conclusion was updated. Per the instructions for use, myocardial infarction (mi) is a known potential complication associated with aortic valve replacement and bioprosthetic heart valves. Typically this would be due to high placement of the valve, resulting in coronary occlusion. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Factors that may predispose a patient's to experiencing mi include advanced age, obesity, diabetes, hypertension, coronary artery disease and a history of smoking. In this case, due to the limited information available from the clinical site, the exact cause of the myocardial infarction cannot be determined. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.